Event description:
Event description guidant received information that this left ventricular transvenous lead was not used at an implant procedure due to lack of stimulation at any configuration and without any output. The physician elected not to implant another left ventricular transvenous lead. No adverse patient symptoms were reported.